Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of photograph and one device. A visual inspection of the returned photo(s) noted that the valve seal was disengaged from the rest of the product, with the surgical mesh still pushed through it. The visual inspection of the returned product noted that the locking collar was broken. The flapper valve seal was disengaged. The balloon and valve doors appeared intact. The inflation syringe was not received. The obturator was not received. A functional evaluation found that using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged flapper valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of broken lock collar that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo(s) noted that the valve seal was disengaged from the rest of the product, with the surgical mesh still pushed through it. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while inserting the mesh, the rubber seal was stuck to the mesh and was disengaged. It fell into the cavity of the patient but everything was removed. The mesh was pulled and seal out along with the trocar. A new trocar and mesh was opened to finished the case.there was no patient injury.